Event description:
It was reported that the customer experienced a low blood glucose between 46-51 mg/dl; cause unknown. The customer consumed food to treat the low glucose level. Control-iq feature was active during the incident and functioning as intended. No additional information was received regarding the outcome of the event.